Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was getting poor coupling with their recharger. A factor that may have led to this is the patient gained weight. They used an antenna locator with numbers in 40-50 ranges. The patient would be referred to the doctor for a pocket revision with possible scs replacement. The issue hasn¿t resolved. No further complications were reported.